Event description:
The intramedullary plug was inserted into the femoral canal using the proper inserter after the canal had been correctly sized using the exeter sizers. The plug slowed down around mid-canal but with gentle taps it passed through to the desired depth. When the inserter was removed the tip of the plug was found still attached. It was decided not to try and retrieve the remains of the im plug, but instead to place a on top.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding intraoperative fracture involving a exeter bone plug was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿the exeter plug fractured in overload, likely due to the force required to seat the device. Fracture initiated along the proximal edge and propagated axially around the device. There was no evidence of manufacturing or material defects on the device featured evaluated.¿ device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that device fracture was caused by user misuse by applying too much force during implantation.

Event description:
The intramedullary plug was inserted into the femoral canal using the proper inserter after the canal had been correctly sized using the exeter sizers. The plug slowed down around mid-canal but with gentle taps it passed through to the desired depth. When the inserter was removed the tip of the plug was found still attached. It was decided not to try and retrieve the remains of the im plug, but instead to place a on top.